Event description:
It was reported that the catheter tip was damaged with a bd angiocath plus¿ 24ga x 0.75in. The following information was provided by the initial reporter: catheter tip damaged.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 4/16/2021 h.6. Investigation: one sample with open packaging was received by our quality team for evaluation. The sample was subjected to visual inspection to check for catheter tip damage and foreign matter. A clear gel-like liquid substance was observed on the catheter tubing mid-section. A v-shaped cut was also observed on the catheter tip. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The liquid substance is most likely a result of excessive lubricant deposit on the catheter. The excessive lubricant most likely occurs during the catheter tipping process, when additional lube was applied to the catheter tip during the set up. Excessive lube could flow from the tip and deposit ont eh catheter mid-section depending on the product storage position. The v-cut matches the shape of the cannula bevel, which could have occurred when the user tried to insert the cannula back into the catheter adapter. The manufacturing process was reviewed. There are no stations that could cause a v-cut on the catheter tip. The team is unable to establish the root cause of this nonconformance as the sample was returned in open packaging. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter tip was damaged with a bd angiocath plus¿ 24ga x 0.75in. The following information was provided by the initial reporter: catheter tip damaged.